Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6) 2024. On the same day, it was reported by the child that the patient was lethargic and passed out all of a sudden. The patient was reportedly able to gain consciousness after a couple of seconds. The child rushed the patient to the hospital and did not wait for the ambulance. When he got to the hospital, they checked his sugar and it was 28 mg/dl, but the dexcom egv was 134 mg/dl. They gave him sugar treatment via IV provided by the doctors. At the time of the call the patient was reportedly fine. According to the report, the child don't know the date and could not even approximate the date. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.